Event description:
Customer alleged wall plug melted, prong loose, and fuse holder in wire harness was melted during an electrical storm in the area. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model r1i, (B)(4). The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.